Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. The device failed a step during testing. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and active exhalation control module. The system board and active exhalation control module were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to failure of capacitor (c113). During the investigation, the root cause of the active exhalation control module failing was due to the solenoid being partially stuck open.